Event description:
Additional information received from the author reported that the devices used in this article were not medtronic devices.

Manufacturer narrative:
Date of event. Please note that this date is based off of the date that the article was accepted for publication as the event dates were not provided in the published literature. Section d information references the main component of the system involved in the event; other applicable components are: product ID: neu_unknown_lead, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Simopoulos, t.t., sharma, s., aner, m., gill, j.s. The incidence and management of postdural puncture headache in patients undergoing percutaneous lead placement for spinal cord stimulation. Neuromodulation: journal of the international neuromodulation society. 2 016. Doi: 10.1111/ner.12445 summary: the goals of this article were to determine the incidence of postdural puncture headache (pdph) per lead insertion at the various regions of the spine and to detail the use of conservative management and epidural blood patch (ebp). Long-term outcomes are reviewed to validate treatment modalities employed. Reported events: patient 6: a (B)(6) female receiving spinal cord stimulation (scs) for failed back surgery syndrome (fbss) had a dural puncture that was detected during the placement of the second permanent lead at the t12/l1 level, and subsequently experienced postdural puncture headache (pdph) 1 day later. The pdph did not respond to conservative non-interventional treatments, including bed rest, IV fluids, and analgesics of at least 24 hours duration and ultimately underwent an epidural blood patch with hardware in situ. The patient made a full recovery following the blood patch (minimum follow up of one year) with no documented long-term sequelae. It was not possible to ascertain specific device information from the article or to match the reported event with any previously reported event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.